Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm after set change. The customer stated that she received the no delivery alarm when she attempted to bolus for her high blood glucose level. Blood glucose level at the time of the incident was 252 mg/dl. The customer treated her high blood glucose level with a manual injection. During troubleshooting, the customer received a no delivery alarm during manual priming. The customer had already changed the set that caused the no delivery alarm, and stated that she would monitor the device. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.